Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the alarm was cleared and insulin delivery was resumed. Customer's blood glucose ranged from 77-326 mg/dl.